Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician sent a 2.0 x 20mm rapidcross balloon down over wire. The physician inflated the balloon in the distal posterior tibial to 8-9atm for 1 minute. The physician then deflated the balloon and started extracting balloon. After taking the balloon out of the body the tip of the catheter was changed. The balloon was found in the sheath which was removed in order to extract the balloon. Evaluation of the returned rapidcross on (B)(6), 2013 found the balloon chamber and the inner shaft from the inner balloon chamber (with both marker bands) were in the introducer sheath and were extracted by a water-flush.